Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the after inserting the syringe needle through the cartridge septum, multiple needles became blocked. Customer used another needle to resolve the issue. Customer's blood glucose was within range (value not provided).